Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle popped off the thread while suturing. A new suture was used to resolve the issue.